Event description:
Device remains implanted. Hmsc transmission shows eri for this device. (B)(6) 2021 hmsc transmission shows 40 percent battery remaining. No adverse patient events reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The returned device data have been analyzed. The analysis did not show any anomalies. The eri battery status was appropriately triggered. The battery condition was anticipated based on the programmed parameters. Please note that high pacing outputs were programmed for this device (ra: 3 v/0.4 ms, rv: 6.5 v/1.5 ms). In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed no indication of a device malfunction.

Manufacturer narrative:
Device was explanted and replaced on (B)(6) 2021. The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The returned device data have been analyzed. The analysis did not show any anomalies. The eri battery status was appropriately triggered. The battery condition was anticipated based on the programmed parameters. Please note that high pacing outputs were programmed for this device (ra: 3v/0.4ms, rv: 6.5v/1.5ms). In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed no indication of a device malfunction.